Event description:
It has been reported that in 1996 at the first revisional total hip replacement, constrained cup was used. After 3.5 years of well condition, suddenly dislocation occurred. Stem and head were found to be dislocated from the cup.